Event description:
It was reported that during a shoulder procedure using a disposable 1.8mm q-fix shoulder kit, the drill bit got stuck in the drill guide and then broke off. The surgeon attempted to insert the implant without the use of the guide but bent the implant instead. The surgeon opted to complete the procedure using a competitive device, which require the surgeon to drill a new bone hole. There was no significant delays and no patient complications reported as a result of this event.